Event description:
Additional information received reported that the device and lead were reprogrammed distal coil to can. No further actions or interventions were performed at that time. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedances of 3 ohms, then greater than 200 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.